Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure and looks like tube is longer and it was bent". The patient's medical history included anemia and stroke. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2001 to 2015, levofloxacin (lovenox) since 2006 and warfarin since 2006. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), ovarian cyst ("ovarian cyst / reproductive system disorder or condition type of disorder or condition ovarian cyst"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection (other)"), abdominal pain ("abdominal pain"), acne ("acne"), anaemia ("anemia"), constipation ("constipation") and back pain ("lower back pain") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("uterus filled with fibroids"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal discharge, fatigue, gastrointestinal disorder, nausea, weight decreased, ovarian cyst, abdominal distension, memory impairment, vaginal haemorrhage, infection, abdominal pain, acne, anaemia, constipation, back pain and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, anaemia, back pain, constipation, dysmenorrhoea, fatigue, gastrointestinal disorder, infection, memory impairment, menorrhagia, nausea, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight (B)(6). There were 3 colis of the essure visible protruding from the ostia. The right fallopian tube was previously removed and so a coil was not placed in the right aide. Both ostia and essure were then photographed. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram on (B)(6) 2015: bilateral occlusion. Total bilateral occlusion. X-ray on an unknown date: essure and looks like tube is longer and it was bent. Concerning the injuries reported in this case, the following ones were reported via social media: uterus filled with fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Events acne, anemia, constipation, essure and looks like tube is longer and it was bent, pelvic pain and lower back pain were added. On 2-dec-2019: fu5 and fu6 were processed together. Social media record received. Case upgraded to incident. Event uterus filled with fibroids was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure and looks like tube is longer and it was bent". The patient's medical history included anemia and stroke. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2001 to 2015, levofloxacin (lovenox) since 2006 and warfarin since 2006. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), ovarian cyst ("ovarian cyst / reproductive system disorder or condition type of disorder or condition ovarian cyst"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection (other)"), abdominal pain ("abdominal pain"), acne ("acne"), anaemia ("anemia"), constipation ("constipation"), back pain ("lower back pain"), feeling abnormal ("I was in fog"), pain in extremity ("leg pain") and chest pain ("chest pain") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("uterus filled with fibroids"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal discharge, fatigue, gastrointestinal disorder, nausea, weight decreased, ovarian cyst, abdominal distension, memory impairment, vaginal haemorrhage, infection, abdominal pain, acne, anaemia, constipation, back pain, uterine leiomyoma, feeling abnormal, pain in extremity and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, anaemia, back pain, chest pain, constipation, dysmenorrhoea, fatigue, feeling abnormal, gastrointestinal disorder, infection, memory impairment, menorrhagia, nausea, ovarian cyst, pain in extremity, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 125 lbs. There were 3 colis of the essure visible protruding from the ostia. The right fallopian tube was previously removed and so a coil was not placed in the right aide. Both ostia and essure were then photographed.patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Total bilateral occlusion. X-ray - on an unknown date: essure and looks like tube is longer and it was bent. Concerning the injuries reported in this case, the following ones were reported via social media: uterus filled with fibroids. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-apr-2020: sm received : events added- feeling abnormal, chest pain, pain in extremity. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.